Event description:
The patient experienced intermittent stimulation sensation. Impedance measurements were fine. The battery voltage was 2.48 volts. Palpation produced 'no response'. The patient planned to keep a journal of stimulation changes and be seen for a battery check. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2008-06514.